Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported leak / splash associated with air entering the sgc could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a leak. It was reported that a patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. Air was observed inside the steerable guide catheter (sgc) when the clip was introduced into the sgc. A replacement sgc completed the procedure, and one mitraclip was implanted. The mr was reduced to grade 1. There were no adverse patient effects or clinically significant delay. No additional information was provided.